Event description:
It was reported that during the implant procedure the atrial lead could not be fixed in the atrium. The physician removed the lead and implanted a new lead instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).